Manufacturer narrative:
Additional information: unique device identification (UDI) provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device manufacturing date unavailable. A medtronic representative went to the site to test the equipment. The representative found plastic in the bellows and x-stage covers. The handswitch was replaced due to a damaged connector. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site's imaging system was experiencing a number of system movement issues following uncrating the system. The imaging system would not dock, and would not move forward when use inputted forward motion. There was resistance and the gantry stopping after the movement inputted. In addition, the gantry could move upwards and downwards and never enter a collision zone, even when near the docking pins. They tried multiple attempts to invalidate home, with no resolution. There was no patient present when this issue was identified.